Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra ping meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, before breakfast, she was unable to confirm exact time. The patient stated that she obtained a blood glucose result of ¿500 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy, and made no changes to her normal diabetes management regimen in response to the alleged inaccurate high result. The patient reported that after the alleged inaccurate result (time unknown), she developed symptoms of ¿dizzy, stomach pain, trouble standing¿, and was sent to the emergency room at 5.30 pm. The patient denied receiving any treatment at the emergency room. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly and had not expired. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.